Event description:
Info received alleged that the head section was flat and would not raise at all. Bed did not work electrically or manually.

Manufacturer narrative:
Technician found that the head section function did not work electrically or manually as the valve was stuck. Replaced the head up valve to resolve this issue.